Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2015, brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). It was reported, that there was an impedance issue with the leads, which was implanted and remains in service. The patient had a medical history of sciatica and experienced two recent falls. Which were identified, as the cause of the low impedance or short. Troubleshooting was performed by moving the programs off of electrodes with impedances. The issue was resolved. No patient complications have been reported, as a result of this event.